Event description:
After undergoing a failed uae pt is experiencing severe pain and cramping, hot and cold flashes. Pt went to the emergency room and had an ultrasound which showed the fibroids still in their original size (4 cm and 2 smaller ones). Pt was told to go home and take pain medication.